Manufacturer narrative:
(B)(4). Batch # 136a84. (B)(4). Investigation summary : a photo along with the device was returned for evaluation. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload from inside of a plastic bag and a loose driver can be seen on the channel of the reload. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired. In addition, the reload pan was noted to be partially dislodged from the left proximal side. One double driver was noted to be out of position and three double drivers were noted to be missing. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during the surgery, before used on the patient, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.